Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2016, the reporter contacted animas and alleged the pump started having intermittent power issues on (B)(6) 2016. The patient subsequently experienced blood glucose values over 500 mg/dl with nausea, symptoms of dehydration, and excessive thirst. The issue was resolved when patient inserted a new battery from a new pack. This complaint is being reported as the patient experienced hyperglycemia related to the power issue.

Manufacturer narrative:
Follow-up #1: date of submission 7/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/01/2016 with the following findings:. Unable to duplicate the complaint during testing. Review of the black box shows no power on reset events. No damage found to battery compartment or returned battery cap. Returned battery cap was able to fully tighten to the pump with no yellow o ring showing. Pump was exercised for 24hrs with returned battery cap, no power interruptions were duplicated. The returned battery cap contact measurements are with specifications. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range . Removed pump cover; no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.